Event description:
Customer alleged discrepant blood glucose results of 330 mg/dl and 112 mg/dl when testing was performed back to back on the advantage system. Customer reported no symptoms or action/treatment based on results. A request was made for the return of the suspect device and replacement product was sent.